Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) received pictures confirming the reported issue. The evaluation of the pictures revealed that the reported issue was caused by loose yellow plug. This is a known issue, corrective actions are in place. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t caused a massive fluid leakage during disinfection. There was no patient involvement.